Event description:
Dexcom g6 has caused serious rash on my stomach for the last couple of months. Have tried adhesive barriers and spray that dexcom recommends with no relief. This rash has affected my blood glucose numbers, causing them to go extremely high.